Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms after a supply change during bolus delivery. The customer's blood glucose (bg) level was 283mg/d and a manual injection was administered to address the bg level. The customer attempted to clear the alarm by changing supplies and the infusion set site multiple times. During troubleshooting with tandem technical support, the pump performed as intended and the customer was able to successfully deliver two boluses while disconnected from the pump without an occlusion alarm occurring. Reportedly, the pump is sometimes worn inside the customer's pocket which may cause an abrupt temperature change to the pump.